Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the connection of the catheter spontaneously broke and caused an air leak resulting in ineffective ventilation. The doctor replaced the broken device.